Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. CAPA#(B)(4) was initiated.

Event description:
It was reported that an unspecified number of venflons pro safety 20ga 1.1mm od 32mm l experienced leakage from their injection ports during use. The following information was provided by the initial reporter: used cannula for induction of anaesthesia - no issues. Upon giving ondansetron via top port, popping sensation felt then connected fluid started coming out of top port. Unable to give any drugs or fluid through cannula as coming out of top port. Odp stated that the same thing had happened the previous week and that the grey bit inside the cannula had moved - upon removal of cannula we noted that they grey part had indeed moved (away from patient).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflons pro safety 20ga 1.1mm od 32mm l experienced leakage from their injection ports during use. The following information was provided by the initial reporter: used cannula for induction of anaesthesia - no issues. Upon giving ondansetron via top port, popping sensation felt then connected fluid started coming out of top port. Unable to give any drugs or fluid through cannula as coming out of top port. Odp stated that the same thing had happened the previous week and that the grey bit inside the cannula had moved - upon removal of cannula we noted that they grey part had indeed moved (away from patient).